Event description:
It was reported that the right ventricular (rv) lead had high impedance, high threshold, no capture, and was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (B)(6) 2006; 4076 implantable pacing lead (B)(6) 2006. (B)(4).